Manufacturer narrative:
(B)(4). This is a report of a system error 2240 alarm due to a use error further described as the patient was not connected to the homechoice when therapy was initiated. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. It also instructs to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during initial drain of peritoneal dialysis. The patient was not connected at the time of the alarm but connected after. Technical service representative had the patient aseptically disconnect, then cycle power on the homechoice. Technical service representative explained the alarm to the patient. Technical service representative advised the patient to set up with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.